Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with generalized weakness, fatigue, nausea, vomiting, and a heart rate in the forty beats per minute range. The physician noted that the patient did not appear to be getting paced. The cardiac resynchronization therapy defibrillator (crt-d) remains in use. It was also reported that the right ventricular (rv) lead was oversensing as intermittent double counted beats were observed. The lead remains in use. No further patient complications have been reported as a result of this event.